Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient reported an event where he experienced a cgm inaccuracy, however, no specific cgm or bg meter values were provided. The patient stated he relied on his ¿personal awareness¿ and that he ¿knows his body better than anyone else¿. The event resulted in the patient losing consciousness. The patient¿s wife called ems. Once ems arrived, the patient was treated with glucagon. The patient could not recall how long he was unconscious. The patient reported that he did not go to the ER. The patient recovered after treatment by ems and was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.